Event description:
The customer reported to olympus, there was a deficiency in the cleaning of the elevator on the evis exera ii duodenovideoscope. Additionally, there was slack in the handle (reduced angulation) and carpal with signs of physical shock (scratches on scope covers due to physical stress). The issues were detected during receipt inspection. No patient injury reported.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. An olympus field service engineer (fse) was dispatched to the user facility and the reported issues were confirmed. The angles wires were stretched. The scratches were caused by repeatedly wiping and dropping and/or knocking the endoscope to a hard surface/object. The scope was insufficiently or incorrectly reprocessed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction made to d9 device availability. No device history record was found. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: user reprocessing steps recommended in IFU were not performed completely due to forceps elevator not working by breakage of the forceps elevator wire. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿. Olympus will continue to monitor field performance for this device.